Event description:
It was reported that in increase in pts returning with symptoms of chemical cystitis following cystoscopy procedures was noticed by the physician after the facility converted from cidex activated dialdehyde to cidex plus solution. The affected pts' urine cultures showed negative for bacterial/viral growth, however antibiotics and pain medications were still prescribed to alleviate pain. The physician was unable to provide an exact amount of pts affected, however he reported that symptoms of all pts are alleviated as of the report date.